Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to the failure occurred intraoperatively, the failure involved the prolonged procedure, anesthesia, and sedation. The root cause could not be identified. Additionally, a specific cause of the b30 error code could not be determined from the investigation results. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a scope error code b30 while using the evis exera iii xenon light source. The issue occurred during a diagnostic colonoscopy procedure, which was prolonged and extended the patient's anesthesia for 20 minutes. The procedure was completed with a similar device. There were no reports of patient harm.